Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code hsz. Device is an instrument. Investigation could not be completed and no conclusion could be drawn as no device was returned. The review of device history records was not performed; the lot number was not provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6); that during the surgery on (B)(6) 2013 the drill bit broke when it was doing the first screw hole; a portion of the drill bit was inside bone of patient. This is report 1 of 1 for complaint (B)(4).